Manufacturer narrative:
An event regarding packaging damage involving simplex bone cement was reported. The event was confirmed by photograph. Method & results: -device evaluation and results: two photographs were provided for review. One photograph shows the shipper box the second photograph confirms a broken ampoule in its blister outside its original packaging. The tyvek lid/cover is missing from the blister which also appears deformed with no evidence of a seal visible. -medical records received and evaluation: not performed as there was no patient involvement. -device history review: indicate all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review determined that there were no other similar reported events for the lot. Conclusion: based on the information provided by the customer, there was an odour coming from the packaging. This indicates that an ampoule was broken at the time or shortly before the product was received by the customer. The liquid from the ampoule has a very strong odour and lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Hospital received the box fully intact from (B)(6) but inside vial was broke and leaked all over other product inside.

Manufacturer narrative:
Review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on (B)(6) 2016 with no reported discrepancies. Based on the device identification the complaint database was reviewed for similar reported events regarding damage. There have been no other events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
Hospital received the box fully intact from fed ex but inside vial was broke and leaked all over other product inside.